Event description:
It was reported that the needle was being used in a vertebroplasty when the conjunction of the needle and the handle broke into two pieces. It was confirmed that no fragments of the device fell into the surgical site. No patient or user injuries and no adverse consequences were reported.

Manufacturer narrative:
Customer discarded.